Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient list did not automatically generate on the device. The reporter indicated that when a user logged into the station to remove medications for a patient, the patient list failed to populate as expected. The user was required to manually enter the patient¿s name to access and remove medications. The customer stated that this resulted in a delay in patient care. No adverse events, injuries, or deaths were reported in connection with this occurrence.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist checked the station and found the device¿s last upload was current and there were no errors showing for the station. The customer confirmed that the issue has been resolved. The system functioned as intended after the customer resolved the issue.